Event description:
On 10/21/1999 sscor received a s-scort iii aspirator model 64000 for repair. A sscor tech evaluated the unit. The device was found to have a non-functional thomas ind. 007bdc19-975d vacuum pump. The pump had a broken eccentric assembly.